Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated red blood cell (rbc) result was generated on a coulter ac-t diff 2 analyzer for one patient. This result was generated after multiple unsuccessful quality control (qc) instrument assessments. In response to the unsuccessful qc attempts, the customer bleached the instrument baths, and changed the instrument's check valve and filter. Upon completion of these activities, the instrument recovered within assay limits and the initial erroneous rbc result, associated with this event, was generated. The erroneous initial rbc result was not accompanied by an instrument generated flag but was accompanied by a high recovery of monocytes. The initial, elevated, erroneous rbc result was not released from the laboratory. Upon repeat testing, the rbc recovered lower while the hemoglobin (hgb) result remained consistent with the initial hgb result. The repeat rbc result was therefore regarded as valid. The complete blood count values for the repeat testing were reported out of the laboratory. The repeat patient results were accompanied by instrument generated flags which, per beckman coulter inc. Labeling, necessitated the review of results. Beckman coulter inc. Assessment of customer supplied patient data indicated that the difference in the initial and repeat rbc results was not clinically significant. However erroneously elevated platelets, hematocrit and mean corpuscular volume values as well as low mean cell hemoglobin and mean cell hemoglobin concentration results were present in the initial test results. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in an edta anticoagulant tube and was sampled approximately one to two minutes after collection. The sample was processed in closed vial mode.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) bleached the instrument baths and verified instrument operations. The root cause for this event is unknown.